Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer reported an elevated blood glucose (bg) level of 363 mg/dl. The customer was able to reload a cartridge successfully and administered a correction bolus to address bg levels.

Manufacturer narrative:
Device returned to manufacturer- yes.